Event description:
It was reported that during a percutaneous transluminal coronary angioplastic (ptca) an imaging catheter became stuck with a stent. The target lesions were moderate tortuous, with 80% stenosis and highly calcified in left main (lm) and left circumflex (lcx) arteries. Access was achieved with a guidecatheter and guidewire via right femoral approach. An intravascular ultrasound (ivus) was performed without any difficulties. First, pre-dilation was performed with a balloon catheter followed by deployment of a stent in the mid lcx and post-dilated with another balloon catheter. Second, lm was pre-dilated followed by deployment of a second stent and post-dilated. A second imaging run was being performed of the treated area when ivus became stuck with the stent deployed in the mid lcx. The imaging catheter could not be retrieved; therefore, physician performed several unsuccessful retrieval attempts. Physician then pulled with force and snapped imaging core out, but ivus sheath still remained lodged with the stent. Ultimately, physician removed the guidewire used for access, and then, pulled with force; successfully removing sheath from the pt. Last retrieval attempt caused a moderate dissection distal to the stent. In an attempt to treat the dissection the physician attempted to balloon several times, as well as stent, but was unsuccessful in gaining access to treat. The dissection was treated medically. Physician then continued to complete the ptca procedure by successfully ballooning, deploying a third stent and imaging the lm lesion. The pt was reported to be doing fine.

Manufacturer narrative:
Note: same case as MFR #: 2134265-2008-02752 for ruptured balloon while attempting to dilate third deployed stent in the lm.